Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer stated that there were no alarms during the procedure and the procedure was well tolerated by the patient. She did not experience any issues before, during, or directly after the procedure. Several doctors were checking in on the patient during the procedure as they were concerned that she had a stroke or a head bleed prior to the procedure. The patient's CT scan came back negative, however. Therapeutic plasma exchange (tpe) procedures remove plasma from the patient. This will deplete some amount of clotting factors if fresh frozen plasma (ffp) is not used as there placement fluid, especially if several procedures are performed in succession. It is the standard of care for thrombotic thrombocytopenic purpura (ttp) patients to use ffp as the replacement fluid during tpe procedures. Per information from the customer, ffp was used during this procedure. The device was found to be functioning as intended and no issues were reported about the procedure in question, so the device would not have depleted all the clotting factors from the patient. The customer stated that based on their evaluation of the patient, the procedure had no bearing on the patient's death. Root cause: based on the evaluation of the device by the customer's biomed and the terumo bct technician, and the customer's evaluation of the patient, the cause was the patient's disease state.

Event description:
The customer originally reported a patient expired a week after a therapeutic plasma exchange (tpe) procedure. Per the customer, the operators said the patient bled to death because she didn't have any clotting factors. The customer wanted to know if the machine could deplete all of the clotting factors from a patient. The customer wanted to make sure the machine wasn't the cause of the problem. They are investigating every aspect of the patient's care. During a follow-up, per the manager at the customer site, the patient did not die on the machine and the patient's death is not machine related. Additional information states that the patient was receiving tpe procedures on a daily basis and died the day after a procedure, prior to the next. The customer declined to provide the patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to patient death, although per current information there is no malfunction with the terumo bct device or allegation of a malfunction.

Event description:
The customer declined to provide the patient's weight. The weight of (B)(6) was inadvertently submitted in the initial report for this event.

Manufacturer narrative:
Investigation: per the customer's biomed, the machine is operating properly and passed all tests. A terumo bct technician also performed a machine checkout. The machine was found to be operating within specifications. A simulated use run was performed with no issues found. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.